Event description:
Left-side suspected rupture.

Manufacturer narrative:
Tiger Aesthetics Medical Complaint #: (b)(4).At this time, the suspect device has not been returned for evaluation. Tiger Aesthetics Medical will submit a supplemental report in accordance with 21 CFR section 803.56 if additional information becomes available.